Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient experienced increased stiffness in his legs. On 2014-(B)(6), diagnostics were done. There was an inability to aspirate fluid and no free flow of spinal fluid. The pump segment of the catheter was replaced on the same day. The patient outcome was resolved without sequelae six days later. The device system was used to deliver baclofen.